Manufacturer narrative:
Investigation ¿ evaluation: cook was notified that a cook coda balloon catheter ruptured during a procedure. The 75-year-old male patient was being treated for a thoracic aortic aneurysm (aaa). The coda balloon was intended to be used for molding after open stent placement. There was no angulation or calcification at the inflation site. The balloon was inflated to the volume directed in the instructions for use (IFU). The coda balloon catheter ruptured around the periphery of the open stent graft. The point of contact with the graft is unknown. The procedure was continued by using a competitor balloon to expand the graft. The wound was closed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned to cook for investigation. Medical imaging was not provided for review. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record DHR for the reported complaint device lot revealed two non-conformances that were scrapped prior to further processing. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU t_coda2_rev6 was reviewed for this complaint. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings: do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Do not use a pressure inflation device for balloon inflation. Precautions: always manipulate catheter using fluoroscopic control. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse events: vessel dissection, perforation, rupture, or injury balloon inflation volume: do not exceed maximum inflation volume. Rupture of balloon may occur. Adhere to balloon inflation volume parameters as shown below. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture. Maximum inflation volumes: catheter size max, volume coda-2-10.0-35-120-40 40 cc balloon preparation: note: balloon and balloon lumen of the coda balloon catheter contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. Remove protective balloon sleeve. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. Purge all air from balloon in standard fashion. Completely deflate balloon and close stopcock. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation: 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. Caution: if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within the prosthesis. 4.infalte balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5.if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Based on the information provided, no available return device or image review, and the results of the investigation, cook could not determine a definitive cause for the reported failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a cook coda balloon catheter ruptured during a procedure. The 75-year-old male patient was being treated for a thoracic aortic aneurysm (aaa). The coda balloon was intended to be used for molding after open stent placement. There was no angulation or calcification at the inflation site. The balloon was inflated to the volume directed in the instructions for use (IFU). The coda balloon catheter ruptured around the periphery of the open stent graft. The point of contact with the graft is unknown. The procedure was continued by using a competitor balloon to expand the graft. The wound was closed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.